Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. A third party service technician evaluated the ventilator and found that the unit was due for 10k preventive maintenance. 10kpm was performed and the flow valve, memory board, oxygen blender and turbine manifold was replaced.

Event description:
The customer reported that the ltv 1200 was not giving a correct volume. At this time, there is no information regarding patient involvement associated with the reported event.